Manufacturer narrative:
Additional information was received that the patient had pain at the lead site. The patient was prescribed with patches. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7023840, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had burning sensation and pain at the ipg site. It was reported that it happens when stimulation is on. Patient had a fever but was unknown if it was device related. The patient was prescribed with lidocaine patches.

Event description:
A report was received that the patient had burning sensation and pain at the ipg site. It was reported that it happens when stimulation is on. Patient had a fever but was unknown if it was device related. The patient was prescribed with lidocaine patches.